Event description:
It was reported that during a follow up in clinic, far field r-wave oversensing, noise resulting in oversensing, and crosstalk oversensing resulting in inappropriate mode switching was noted on the right atrial (ra) lead. The physician suspected non-confirmed insulation damage associated with clavicular crush. No intervention was performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.